Manufacturer narrative:
(B)(4). The gladius mg 14 pv guide wire was returned for evaluation. The returned guide wire had its polymer jacket stretched and torn at approximately 30mm from the tip, exposing the underneath spring coil for approximately 6mm. The distal part of the torn polymer jacket was turned over distally. The tip of the guide wire for approximately 25mm was undulated. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that friction between the guide wire and calcified lesion had most likely contributed to the observed tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, it was unable to completely rule out a possibility that some fragment(s) of the polymer jacket might be left in the patient. Instructions for use (IFU) states: [warnings]: never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: abrasion of the guide wire coating.

Event description:
It was reported that an asahi gladius mg 14 pv became stretched during a percutaneous peripheral intervention (ppi) to treat a heavily calcified, chronic total occlusion (cto) in the posterior tibial artery. Under fluoroscopy, a gap was observed in the radiopaque segment of the guide wire and the physician removed it from the patient. The removed guide wire showed peeling of the polymer jacket with stretching of the spring coil about 2cm proximal to the tip. A new guide wire was replaced to resume the procedure. Plain old balloon angioplasty was performed to successfully reestablish blood flow. The physician commented that the guide wire might have been trapped while it was crossing the calcified cto. There were no adverse patient effects associated with this event.